Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation and deflation problem. The ipp was explanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).